Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a bad downstream occlusion sensor, which was clarified during baxter's evaluation as a false downstream occlusion alarm. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4).